Manufacturer narrative:
Updated data: b2. Date of death b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was placed in a bicuspid valve with minimal calcification in the non-coronary cusp (ncc) and migrated into the ascending aorta. It was suggested that the migration occurred because the valve was placed too high (1 mm on the ncc). A second valve was positioned lower at 3 mm with an acceptable outcome. Trace-mild paravalvular leak (pvl) was observed and a large raphe. The patient died due to multiple aortic dissections, with a possible cause being the embolized valve snared up into the ascending aorta. Additional information was received to report following the valve implant procedure, the patient was transferred to intermediate care which is when the dissection was first noted. Additionally, it was noted the patient had multiple strokes, and; therefore, no further intervention was made.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, lot: 0012676208, use by date: 2027-02-18, UDI: (B)(4). Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012617235); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0012665445); product type: 0195-heart valves; product ID: evfxplus-29 (k087424); product type: 0195-heart valves; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was placed in a bicuspid valve with minimal calcification in the non-coronary cusp (ncc) and migrated into the ascending aorta. It was suggested that the migration occurred because the valve was placed too high (1 mm on the ncc). A second valve was positioned lower at 3 mm with an acceptable outcome. Trace-mild paravalvular leak (pvl) was observed and a large raphe. The patient died due to multiple aortic dissections, with a possible cause being the embolized valve snared up into the ascending aorta.

Manufacturer narrative:
Corrected: h6 - added codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was placed in a bicuspid valve with minimal calcification in the non-coronary cusp (ncc) and migrated into the ascending aorta. It was suggested that the migration occurred because the valve was placed too high (1 mm on the ncc). A second valve was positioned lower at 3 mm with an acceptable outcome. Trace-mild paravalvular leak (pvl) was observed and a large raphe. The patient died due to multiple aortic dissections, with a possible cause being the embolized valve snared up into the ascending aorta. Additional information was received to report following the valve implant procedure, the patient was transferred to intermediate care which is when the dissection was first noted. Additionally, it was noted the patient had multiple strokes, and; therefore, no further intervention was made. Additional information was received that the location of the dissections were limited to the ascending aorta. No pre-implant or post-implant balloon dilations were performed. The first valve was pulled back to the ascending aorta before implanting the second valve.